Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. During visual examination, it was found out that the adhesive of r2 and r3 are lifted. The ablation was verified using the maestro generator 3000 and the device did not pass the ablation test. An electrical test was performed using multimeter and the device thermistor resistance was not within specification, no shorts or opens were found. The device was dissected and the device has blood inside the catheter and the thermistor wire was found broken. This wire was sent to (B)(6) lab to determine the failure mode, and it concluded that the wire got broken mainly due to exposure to high temperatures followed by a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on product analysis approved on (B)(4) 2014. It was reported that sensor failure occurred. On (B)(6) 2014, a 7/110/2.5/7-4/quad blazer¿ ii htd was selected for the ablation procedure. On the first rf application, a d06 error message was noted on the display of the maestro 3000 generator. The catheter was then replaced with another blazer¿ ii htd but the problem was not resolved. The physician turned off then turned on the generator but it did not work. They tried to change the connection cables but after the changes the error message did not disappear. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed the adhesive of r2 and r3 are lifted.